Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, the legal manufacturer's final investigation. Updated fields: e2, e3, d8, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions) and h11. The customer contacted olympus technical assistance support (tac) via phone. Tac checked the auto-brightness, and everything was set properly and should have been working. The customer also tried to white balance the unit which did not help. The customer's rep was supposed to go on site that day to try and recreate the issue to determine what was causing it. However, no further information was provided. The customer informed tac of the event. The device will not be returned to olympus for evaluation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited the device does not light up when it is inside the patient, the issue occurred during bladder biopsy diagnostic procedure, the procedure was completed with another device. There were no reports of patient harm.